Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue, but the clip could not be detached from the catheter to deploy. The handle was operated several times; however, the clip was still unable to be detached. The clip was completely separated from the mucosa after pressurizing with the transparent cap of the endoscope. The procedure was completed successfully with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device had evidence of a full deployment. The device returned without the over-sheath. Microscope examination was performed, and it was noted that no evidence of clip wings were inside the capsule windows. Functional evaluation was performed, and the clip arms can be opened or closed by normal way. The clip assembly was able to release from the catheter without issues. No other issues with the device were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4) captures the reportable event of clip failed to release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue, but the clip could not be detached from the catheter to deploy. The handle was operated several times; however, the clip was still unable to be detached. The clip was completely separated from the mucosa after pressurizing with the transparent cap of the endoscope. The procedure was completed successfully with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.